Event description:
Customer reportedly obtained a result of 4.9 inr on the coaguchek xs and 3.1 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.